Event description:
It was reported the ipg was explanted and replaced which resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charger communicates intermittently with the ipg. The programmer displays stim off, as a result the patient lost stimulation. The patient states she has gained 15-20 pounds recently. A replacement charger did not resolve the issue. The patient met with an sjm representative who confirmed the ipg was inoperable. Surgical intervention has been scheduled to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.